Event description:
Reporter stated that patient received the following results on mobile system compared to a professional meter within 3 minutes: 195 mg/dl (mobile system) and 105 mg/dl (professional meter). No actions taken based on device results. No adverse event due to the device reported. Reading could have occurred with two different cassettes of test strips. Customer is not sure which cassette was used for the reported result. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for strip lot 278213. Reference medwatch with (B)(6) for strip lot 278193.